Event description:
In this event a doctor reported that a patient came into contact with an estylus 1:5 handpiece head that reportedly overheated; no injury resulted and no intervention was required.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body functions. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned device was evaluated and the overheating issue was reproduced. Significant gear and bearing wear were observed, possibly caused by insufficient lubrication which resulted in excessive friction.